Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the exact product code of the powered echelon flex device but stated it is the new gun and was being used with a gst blue reload.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was using the powered device with a blue reload. The surgeon stated that the firing sequence felt the same as it usually did but after he had unlocked the jaw he noticed that a sliver of the reload had come off. The surgeon removed the sliver from the patient. There weren't any issues with the staple line. Case was completed with the same device. There were no patient consequences reported.